Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was brought to the hospital with dizziness and was symptomatic due to loss of capture on the right ventricular (rv) lead. It was also reported the rv thresholds were decreasing in time. It was noted that rv capture management setting on the implantable pulse generator (ipg) may have caused the pauses. The ipg and lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.